Event description:
Right delayed hematoma. A 51 yr old white g0 female status post right modified radical mastectomy with submuscular tissue expander 9/30/85 for stage I lobular cancer. No evidence of disease since. Pt had replacement with unk expander 12/85. Always firm with pain. Pt also has systemic complaints since, including: arthralgias, myalgias, dysesthesias, fatigue, hot flashes, neurocognitive problems, sicca symptoms, rashes, gastrointestinal problems. Otherwise healthy, nonsmoker. Exam positive for grade iii contractures, no adenopathy; symptoms 4-1-94 positive bilumen leaflet valve with deflated shell, "min" bleed," marked yellow with min cloudy." Pt had large, approx 100cc hematoma, thick contracted, exudative capsule with histocytes and calcium.